Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in a non calcified and severely tortuous shunt vein. On the first inflation the mustang 8.0 x 40, 75cm balloon was inflated to ten atmospheres. On the second inflation the balloon was inflated to ten atmospheres and ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: as the device has not been returned a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).